Event description:
It was reported that product broke into the patient. However, no information about if product was recovered and there is no information about harm or injury to patient reported. Therefore, this case is reportable as precaution.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).